Event description:
It was reported that at 30,000 joules of use during a prostate procedure, the tip of the surgical fiber was observed to be damaged; the procedure was continued using a second fiber, which was also damaged at the tip at 45,077 joules of use. The case was completed using a third fiber. There was no report of injury. This report is for the first fiber used.

Manufacturer narrative:
Fiber and cap refer to thermal problem. Fiber analysis: a small piece of the glass cap was found to be broken off at the tip. There was no indication or report of any part of the device remaining inside the pt. The glass cap also exhibited char and devitrification. The most probable root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and/or anatomical/procedural factors encountered during the procedure.